Event description:
The user facility reported that the histolock resection device got caught on tissue during a patient procedure. The patient procedure was successfully completed following a short delay. No report of injury.

Manufacturer narrative:
Upon investigation a steris senior product manager learned the customer used the histolock resection device for cold snaring (without electrocautery), which is contrary to the instructions for use. A forceps and snare were used to free the histolock, resulting in a short procedural delay. The instructions for use for the histolock resection device states the following warning information regarding correct use of device: "endoscopic polypectomy with electrosurgical snares should not be performed without a thorough understanding of the principles of electrosurgical energy. The electrosurgical unit should be set to the proper setting per the physician's request that will allow resection with controlled hemostasis. Attach the respective olympus style active cord to the snare's diathermic handle connection prior to excision of polyps or tissue. Avoid forcefully closing the snare (as evident by sheath collapsing or crushing), without adequate electrocoagulation which can cause bleeding, incomplete cutting, or snare incarceration around the polyp." It was noted the user facility used no electrocoagulation during procedure, likely attributing to the issue. The product specialist conducted in-service with the customer and counseled on the proper use of the histolock resection device, specifically instructing the customer that the histolock is not to be used for cold snaring. No additional issues have been reported.

Manufacturer narrative:
Upon the return of the device the lot number has been identified (5639128). No additional issues have been reported.